Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier was received for evaluation. The root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned claris amplifier functioned as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the communication issue were identified.

Event description:
During an atrial fibrillation procedure, there were communication issues with the workmate claris amplifier resulting in a delay. The workmate claris amplifier disconnected when used with a non-abbott (farapulse pfa) system and a non-abbott (carto) mapping system. This issue occurred multiple times and each time a reboot was required to reconnect the workmate claris amplifier. The entire bootup sequence was performed with the workmate claris amplifier, ep-4, and display workstation 10-15 times throughout the procedure. There were no adverse consequences to the patient.